Event description:
It was reported that the device reached elective replacement indicators prematurely. The device was explanted, and no patient complications were reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicators (eri) prematurely and was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: analysis found that a capacitor was leaking excess current, which caused the battery to deplete ahead of projected longevity. Other text : it was reported that the device reached elective replacement indicators (eri) prematurely and was explanted. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Capacitor (ceramic chip) device was out of specification in a manner that relates to event premature eri (elective replacement indicator).